Event description:
The patient reported that the lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. This has not been verified by a medical professional at this time.